Event description:
Revision surgery - the surgery was performed to remove implants from the pt that were causing pain and discomfort. When the surgeon opened the pt, the implants were found to be loose and subsequently separated or pulled loose from the bone. This was a bond issue or technique issue and was not an issue associated with the implant or product.